Event description:
It was reported that that the right ventricular (rv) lead exhibited t-wave oversensing (twos). This occurred after the patient was thrown off of a scooter because they hit something in the street. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.